Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a navigation ring that was responding intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that while performing the periodic maintenance, the v60 ventilator had a navigation ring that was responding intermittently. The se replaced the front bezel (equipped with the navigation ring), and the issue was resolved.